Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 119 mg/dl. Customer blood glucose reading at the time of the incident was unknown. Customer stated high blood glucose reading stared a week ago. Customer did have any symptom. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with insulin pump and injection. Customer drive support condition was not mentioned. Customer changed the infusion set on (B)(6) 2017. Customer changed their set every 4 days because of low carbs diet. Customer did not mention if the infusion set cannula was bent. Customer did not check air bubbles or leak. Customer. Customer did not check setting. Customer did not troubleshoot high pressure test. Customer treated low blood glucose reading with orange juice. Customer used the insulin pump for 16 years and has been diabetic for 18 years. Troubleshoot for high blood glucose reading was not completed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.